Event description:
Medtronic rec'd info from the pt that this bioprosthetic valve, implanted 1.5 months, was leaking. I was initially reported to be a paravalvular leak. The pt was taken back to surgery 5 days post implant to fix the leak, however, an echo conducted one month after the re-operation, showed that the leak persisted. The pt reported doing well with less fatigue than prior to surgery.

Manufacturer narrative:
(B)(4): eval: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all mfg specification for products released for distribution. No issues were identified that would have impacted this event. W/o return of the product, no definitive conclusions could be drawn regarding the clinical observation.